Manufacturer narrative:
Terumo has not received the actual device, however, the complaint was confirmed through clinical review. This incident happened suddenly (was not a gradual event). The perfusionist was able to control the rate of leaking by using surgical tape. The leaking continued, but the tape slowed down the rate of blood loss. Complaint will be included in associates awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up. If the device is received a follow-up report will be submitted. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that "during the procedure there was a leak of 3 way stopcock of undirectional line of arterial filter." Clinical information gathered: during cpb on a valve replacement patient and close to the end of cpb, the stopcock attached to the top of the arterial filter began to leak blood. The estimated blood loss was 300ml. The patient did require transfusion of 1 unit of red blood cells to compensate for the blood lost. There was no delay in cpb or the procedure. The patient was able to be weaned off cpb and the procedure was completed successfully. There was no observed harm of the patient.